Event description:
Nt821731c - the nurse detached the evd device from the pole in preparation to transfer the patient when the transducer broke off causing csf [cerebrospinal fluid] to leak from the transducer. The evd was clamped, the provider was notified, and the decision was made to remove the evd. The evd was removed successfully. No known harm to the patient at this time.

Manufacturer narrative:
Initial report ref to natus complaint# (B)(4) per (B)(4) rev 11 risk analysis spreadsheet - eds 3 external drainage system hazard 4.40 - leakage of csf from the stopcock effect (harm): over drainage of csf and infection residual risk: medium the hazards identified have been reduced as far as possible, and the benefit of use of the entire product outweighs the risks identified. Reference to capa005781. Further investigation to be carried out.